Event description:
It was reported that the left ventricular (lv) lead threshold measurement increased from 0.4v (volts) at implant to 2.5v last week. It was also noted this cardiac resynchronization therapy defibrillator (crt-d) atrial intrinsic amplitude was out of range. The presenting electrogram (egm) shows appropriate function with the last measured threshold with a programmer at 1.1v. A lead assessment with a programmer was recommended. At this time, the leads and the device remain in service. No adverse patient effects were reported. Received additional information undersensing was observed on the electrogram (egm) during the right atrial automatic threshold (raat) test. Trending over the past month shows the atrial sensing measured from 0.4mv (millivolts) to 2.0mv. Sensitivity is programmed to automatic gain control (agc) 0.25mv. At this time, the leads and the device remain in service. No adverse patient effects were reported.